Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer went through batteries every couple of days. He inserted a new battery after receiving a low battery but the insulin pump was not powering on. The insulin did not turn on while obtaining information. The insulin pump alarmed battery out limit and failed battery test. Customer's blood glucose level was not reported. The device was not returned.